Event description:
The customer reported a male lab technician was splashed in the right eye with acid wash solution while attempting to manually empty the acid wash reservoir for the alinity c processing module. When the lab technician was removing the level sensor from the acid wash reservoir, some liquid from the reservoir flicked into his right eye. The lab technician was not wearing safety glasses at the time of the incident and he immediately washed his eyes at the emergency eye wash station. The lab technician¿s eye was red and puffy so he was sent to the urgent clinic where eye lubricant was provided. The lab technician reported that he is doing fine and his eye is no longer red or puffy. There was no further impact to the user reported and there was no impact to patient management.

Manufacturer narrative:
The complaint investigation for splashed in the eye with the alinity c-series acid wash solution included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the likely cause lot and complaint issue. A review of labeling was performed and found to be adequate. Based on the review of the issue, this represents a use error since the operator was not wearing protective eyewear. Based on the investigation, the alinity c-series acid wash solution lot number 66915un24 and the alinity c processing module are performing as intended, no systemic issue or deficiency were identified.